Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of four of peritoneal dialysis. The patient was connected to the device at the time of the alarm. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative assisted care giver with ending therapy. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, functional testing, and simulated therapy did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.